Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device. The se replaced the breath delivery central processing unit (cpu) and the exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a blank screen. It is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) and an exhalation valve assembly were returned to covidien/ medtronic¿s product analysis. A visual inspection of the components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.